Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. A visual inspection as well as an analysis of the memory content revealed no anomalies. The device was interrogated with a clinical programmer without any issues. The charge was at 50 percent. Finally, an electric test was performed, which confirmed the devices functionality to be as specified. There was no indication of a device malfunction.

Event description:
Device explanted due to being at eos and being unable to interrogate the device.